Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the device history review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect havab igg reagent list number 06c29, lot numbers 54149li00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list 06c29 that has a similar product distributed in the u.s, list number 06l27. (B)(4). No known impact or consequences to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect (B)(4) assay. The customer provided the following results (s/co): (B)(6). There was no adverse impact to patient management reported. The results were not reported from the laboratory.

Manufacturer narrative:
Conclusion code changed from (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified for the architect havab igg reagent list number 06c29, lot number 54149li00.